Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly the customer was using off label insulin. Customer changed supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.